Manufacturer narrative:
(B)(4). Conclusion - the analysis results found that one sc45a device was returned with no visual non-conformances and with a cartridge reload present. Cartridge (b) ecr45d, m52695 was received unfired and in good visual conditions. In addition a cartridge pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality in the articulated position with the returned reload (b). The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. The reported event could not be confirmed as no short cut or absent cut were noted during functional testing. No conclusion could be reached on what may have caused the cartridge pan to dislodge. One possible cause could be improper unloading technique. Please make sure the device is unloaded by pushing the cartridge upward (toward the anvil) to unsnap the reload from the cartridge jaw. Any twisting or off center pushing can lead to this issue. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications.

Event description:
It was reported that during an unknown procedure, the knife did not move forward at the 1st stroke of the 2nd firing. The cartridge was gold. Another device was used to complete the case. There were no adverse consequences to the patient.